Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, atrial impedance was <200 ohms in both unipolar and bipolar configurations. Loss of capture was seen when the atrial output was increased to 3.5v. Lead fracture was visible on x-ray.